Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of the device memory revealed the device shocked into a shorted lead condition after being removed from ship mode. This was the reason for the shorted lead fault (fault 1004) being recorded during the implant procedure. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine device upgrade procedure, the sensing decreased on the right ventricular (rv) lead. After the sensitivity was reprogrammed, ventricular fibrillation (vf) could not be detected. As a result, a new pace/sense lead was implanted. When a 21j shock was delivered, the vr was not eliminated. Additionally, an error message appeared stating the device battery was depleted. A second device (p143/104368) with the same rv lead was implanted and the error message persisted. The chronic rv lead was surgically abandoned. A third device was implanted with a new rv lead and the device and lead both operated appropriately. No adverse patient effects were reported.

Event description:
--